Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart test, rewind, basic occlusion, occlusion, alarmed compromised force sensor system and excessive no delivery test due to blank display. Insulin pump received with cracked case display window corner.

Event description:
Customer reported via phone call that the insulin pump had partial display. Customer's blood glucose value was unknown. Customer states the display returned to normal. Customer states the insulin pump was bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.